Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) informed technical support engineer (tse) that the system was not reading the endoscope position correctly after swapping the endoscope from below to above position. The tse reviewed the logs and found recognition error on the camera arm. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.